Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was electively explanted and replaced due to an advisory status. No further information was available.

Event description:
New information states that the patient was stable before, during and post procedure.